Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: removed not reportable h6 codes previously submitted on initial report. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: some blurring was visible in the image, c cover had a burn. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. The most probable cause of the foreign object in the objective lens of the distal end could not be determined. In addition, the cause of the blurring visible in the image and the burn on the c cover was traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material on the objective lens, found during service and maintenance. There were no reports of patient involvement.